Event description:
IV hydration fluid being infused peripherally per infusion device. Approx 4 hours (estimated) into continuous infusion of IV fluid at rate of 45 ml/hr, infiltration occurred. Approx 2 hours later the mother, caregiver in the home, noticed the pt's arm was swollen and cool to touch and notified the home health nurse involved, who subsequently followed-up per physician's orders. The infusion device did not alarm high pressure and was still infusing solution when the IV nurse arrived at the home to discontinue infusion. (*)